Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/24/2025, it was reported by the patient¿s spouse that the patient experienced ¿replace sensor¿ error and they decided to remove the wearable. Upon sensor removal, no portion of the sensor wire was visible on the sensor pod. The spouse alleged that the sensor remained in the patient¿s skin. On 04/24/2025, the patient consulted a physician and had an ultrasound which showed no evidence that the sensor wire was retained under the skin. He was prescribed an oral antibiotic medication prophylaxis (doxycycline hyclate 100 mg, twice per day in the morning and evening for five days) and confirmed he started taking the medication. On 04/27/2025, tech support contacted the reporter to verify additional information. The reporter mentioned they later found ¿a fine piece of wire sticking out of the sensor.¿ at the time of the follow up report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). H6: health effect impact code - prophylactic treatment. H2: additional information. H10: additional.

Event description:
Subsequent to the initial MDR, additional information became available.